Event description:
It was reported that (3) hp052 were used during an unknown procedure. It was reported by the rep that two hp052 luke handpieces stop working and one hp052 luke handpiece had a broken cap. It is unknown how the case was completed. There was no consequence to pt.